Event description:
Customer called and stated that her pump was not working and was alarming during prime. Customer's blood glucose was 153 mg/dl. The insulin was squirting during manual prime process. Insulin continues to drip when motor stops. Customer states she was unable to get out of preparing to prime loop. Customer was advised to disconnect from the device. The drive support cap was normal and has not pressed it. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.